Event description:
It was reported the during a thrombectomy procedure for left ic terminus, subject retriever was used. The patient had an mrs (modified rankin scale) of 0, a modified treatment in cerebral infarction (mtici) grade of 0 and nihss (national institutes of health stroke scale) of 24 prior to procedure. After two passes with the subject retriever, patient experienced ent (embolization to new territory) that was resolved using another device. The final mtici score was 2b. It was also reported that during the procedure, the patient experienced vessel perforation related to the subject retriever used. No further information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The patient vessel perforation and patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported the during a thrombectomy procedure for left ic terminus, subject retriever was used. The patient had an mrs (modified rankin scale) of 0, a modified treatment in cerebral infarction (mtici) grade of 0 and nihss (national institutes of health stroke scale) of 24 prior to procedure. After two passes with the subject retriever, patient experienced ent (embolization to new territory) that was resolved using another device. The final mtici score was 2b. It was also reported that during the procedure, the patient experienced vessel perforation related to the subject retriever used. No further information is available.